Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
Baxter (B)(4) received a report that an infusor leaked from the fill port during filling. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4) this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt the device contained approximately 40 ml of fluid in the reservoir. To verify the reported condition the fill-port cap was removed. Upon removal leakage (backflow) was observed coming out of the fill port. Visual examination of the disassembled unit showed evidence of particulate matter under the check-band. The root cause of the leak was determined to be an extra piece of stress member under the check-band. No repair was done as this is a single-use device which will be discarded. No other observations were noted on the unit.